Event description:
It was reported that the patient presented to the clinic with episodes of non-sustained rv over-sensing. Further review of the episodes noted some over sensing of very low amplitude signals, possibly noise or myopotentials. Programming changes were made. There were no adverse health consequences, the patient was stable.